Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a facility representative reported via (B)(4) that an ar-8305 synergy resection shaver console was showing a power supply failure error message and had a burning smell. The issue was discovered prior to the surgery. Another device was used, and the case was completed with no adverse effects on the patient.

Manufacturer narrative:
Additional information: g3, h3, h6. (Control board) this evaluation determined that the reported event occurred due to a resistor r94 failure on the control board resulting from an overcurrent condition caused by issues investigated and addressed in a CAPA.